Event description:
Clog in waste tubing caused backup of human blood waste and spillage that broke containment provided by the instrument. Samples were not compromised, users were in no immediate danger, but potential for blood exposure existed.

Manufacturer narrative:
No patient involvement. Phone conversation with customer was sufficient to determine that incident followed previous waste overflow occurrences. Customer cleaned waste tubing and surrounding areas. Problem resulted from buildup of blood waste residue over time. "Other" - waste system backup.